Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (damaged cable) has been confirmed.  Upon investigation the electrode belt trunk cable was severed.   Correction:  belt sn (B)(4) was repaired and refurbished.     The root cause for severed cable was physical abuse.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.